Event description:
It was reported the device had possible premature battery depletion. The device was explanted and replaced. The patient's wife later reported the "battery went dead after a year and a half". She also stated that the patient turned blue and was rushed to the hospital. She said, the device was replaced and that after surgery "it was swelled up like a baseball for a few months".

Event description:
It was reported the device had possible premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found the depleted battery was caused by a high current drain in a tantalum capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.